Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided following the conclusion of the investigation. (B)(4).

Event description:
On (B)(6) 2015, the following was reported to arjohuntleigh: a resident was being transferred to the toilet and let go of the handles of the sara 3000 active lift starting to slide to the floor. A caregiver jumped behind the resident to keep the resident from falling to the floor. The caregiver received "lots of pain" as a consequence and was sent to the emergency room. It was indicated that the resident was changed to passive lift. No injuries were sustained by the resident.

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that the resident was being transferred to the toilet and let go of the handles of the sara 3000 active lift starting to slide to the floor. The caregiver jumped to keep the resident from falling receiving "lots of pain" as a consequence and was sent then to emergency room. No injuries were sustained by the resident. It was indicated that the resident was changed to passive lift. The lift and the sling device were not inspected as it was reported that both (the lift and the sling) were not quarantined by the customers facility. No malfunctions were indicated by the customer that could have caused or contributed to the event. It was noticed that all slings were inspected at the facility and were found to be intact. Therefore it can be established that the sling was found to have been up to specification when the event took a place. Going further, the sling and the lift were being used for patient handling, but it appears they contributed to the event most probably due to an user error. From our investigation, including simulations, it comes forward that when the labelling is followed, there is no likeliness of a patient drop or other adverse event to occur, during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs: - the person's arms are placed not outside the sling; - the person was not correctly evaluated prior to the transfer; - the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). With the above considerations, and when compared to the information received, it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before transfer (by a qualified nurse or therapist) and additionally the IFU was not followed on several points (multiple use errors), allowing the person to slip out of the sling. The current lift instructions for use (IFU) includes important information concerning proper and safe use of the device: - "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition and suitability must be carried out by a qualified person" note that the customer was interviewed by an arjohuntleigh representative but could not provide any training dates for staff, the device labeling requires that all users must be trained as per the IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and to evaluate the person to be transferred, before each transfer. Arjohuntleigh find this complaint to be reportable to the competent authorities.